Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. Additional information: e1: initial reporter phone number received october 20, 2025. Device evaluation the overstitch nxt was returned for analysis. It was observed that the needle shaft was in the anchor exchange. Additionally, it was identified that the tape hooks and sheath tapes of the device were detached and were not returned. During the functional test, the anchor exchange worked successfully for deploying and retrieving the anchor. A microscopic inspection confirmed no visual damage. Based on the available information, the device functioned as intended during anchor deployment and retrieval, and the reported event of failure to retrieve anchor could not be confirmed. Although damage to the catheter and end cap was observed, the characteristics of this damage are most consistent with procedural factors, including device handling and physician technique. As the anchor exchange mechanism operated successfully, no device malfunction was identified. Boston scientific concludes that the most probable cause is no problem detected.

Event description:
It was reported that an overstitch nxt was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure when loading the first suture, the anchor exchange presented resistance to the needle transfer. When the transfer was attempted, the suture was cut (it was the first bite of overstitch). The procedure was completed with another overstitch nxt. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor.

Event description:
It was reported that an overstitch nxt was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure when loading the first suture, the anchor exchange presented resistance to the needle transfer. When the transfer was attempted, the suture was cut (it was the first bite of overstitch). The procedure was completed with another overstitch nxt. There were no patient complications reported as a result of this event.